Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional patient information; however, at this time no additional information is available or expected due to replacement with a competitors laser. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical engineer reported to a company service engineer over correction of one diopter post lasik treatment on several patients. Upon follow up, the company service engineer had advised the customer not to use the laser until he was able to return to the facility to perform servicing. The customer opted to use the laser prior to the recommended servicing. Attempts have been made to obtain additional patient information; however, at this time no additional information is available or expected due to replacement with a competitors laser.

Manufacturer narrative:
No sample was expected to be returned to the investigation site for evaluation. No log file is available, therefore no review of the log file can be performed. No clinical review can be performed, because no patient data available. Attempts have been made to obtain additional information; however, at this time no additional information is available as device was no longer available. The root cause could not be identified conclusively, because no logfile and patient file is available for review. (B)(4).